Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: previous knee had prineo and patient had no reactions. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Wound care from von and abx, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Description of event, symptoms, manifestation of reaction infection what was the procedure date? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of products used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date and topical skin adhesive was used. Patient presented with skin reaction on second side total knee. Treated with wound care from von and abx (antibiotics). Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: female patient, 1st knee/side fine. Use of chlorhexidine, wash and dry and no other changes. Perform own patient screening. Time between 1st and 2nd knee approx 1 year. Reaction occurs 3-6 days post op. Facility being inserviced this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: 3a, b7. Additional information has been requested and received. Is photo available of patient reaction? No. Description of event, symptoms, manifestation of reaction infection - patient presented post op day 4 with skin reaction and treated by removing prineo, using a non-adhesive dressing and prescribed antibiotics. What was the procedure date? (B)(6) 2024. Was any surgical intervention performed? No. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. Standard - hyper flexed, lightly flattened the mesh and applied glue in short strokes. What prep was used prior to, during or after adhesive use? Yes, chlorohexidine but washed and dried before applying prineo. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes, 2 large opsites cut to fit. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Not complete. Patient demographics: initials / ID, gender, age or date of birth; bmi - not available other than female. Patient pre-existing medical conditions (ie. Allergies, history of reactions) not available. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes, first knee. Product lot of products used? Unknown. Current patient status. Healed. What is the physician¿s opinion as to the etiology of or contributing factors to this event? She doesn't know. Is product available to return for analysis. No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.